Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker observed that the device's therapy connector cables were not routed correctly. Stryker routed the cables as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not recognize connected defibrillation electrodes. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.